Event description:
It was reported that the procedure was to treat two target lesions (one lesion in the right common iliac artery, another lesion in the left common iliac artery), both lesions were near to the bifurcation of the aorta. The left common iliac artery was kinked. The vessel access was performed in the right common femoral artery as well as in the left common femoral artery. A 10 x 39 mm omnilink elite stent was placed in the right common iliac artery. Then the physician wanted to advance the 9 x 39 mm omnilink elite stent delivery system (sds) in the left common iliac artery, but it was not possible due to some resistance through the sheath and the kinking of the left common iliac artery. During removal, strong resistance was met with the sheath and the devices became stuck; therefore, the sds and sheath were removed as one unit. After removal, it was noted that the stent was not on the sds, and not inside the sheath. The stent implant was stuck at the access site (half of the stent in the left femoral artery, the other half in the tissue). The stent was left in that area, and another sds was advanced thru the dislodged stent to treat the left common iliac artery successfully. The patient underwent surgery the next day to remove the dislodged stent. After the surgery, the patient was fine; however, returned to the hospital because the wound lesion became inflamed and necrotic. An additional surgery was performed to remove the necrotic tissue. The patient is recovering well. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The stent dislodgement was able to be confirmed. The difficult to position and remove from the introducer sheath could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Manufacturer narrative:
(B)(4), during processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide cath: terumo .035, sheath: medox 6 fr. Stent: 10 x 39 mm omnilink elite. The stent implant was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4).